Event description:
On (B)(4) 2007, siemens hearing instruments was notified via e-mail of an adverse event in (B)(6) involving the siemens intuis s hearing instrument. The incident involved a (B)(6) male who allegedly separated the earhook from the intuis s bte hearing instrument and swallowed the hearing instrument. The pt's parent applied first response procedure and was able to dislodge the hearing instrument by applying three hard pats to the back and holding the pt's head down in line with gravity. The pt was taken to a doctor who advised rest and antibiotics in case of infection.